Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Patient isometrics were performed, but the noise was unable to be reproduced. The sensitivity was reprogrammed and defibrillation threshold (dft) testing was performed which was successful. No additional adverse patient effects were reported. The lead remains in service.